Event description:
Procedure type: appendectomy. According to the reporter: at the time of the operation, the tip of the device had been broken. The surgeon decided to continue with an open operation and the whole operation took 2.5 hours. According to the reporter, under normal conditions, the surgery would usually only take about 1 hour.

Manufacturer narrative:
(B)(4).